Event description:
Suppressed results for beckman coulter dxc800 pro system and tg were not reported out of the laboratory. Root cause is not known but hardware repairs have resolved the issue. Field service engineer was sent to the site and replaced the wash collar which had no effect on the erroneous tg results. Carryover testing and tg calibration passed after replacing the reagent syring t-valve.

Manufacturer narrative:
Beckman coulter unique identifier is (B)(4).